Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7073042.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced, and patient was doing well postoperatively. The patients lead will not be returned due to policy at facility.